Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pda dependent patient on a prostaglandin infusion was experiencing lower oxygen saturation and frequent desaturations when it was noted that the tubing filter was leaking. The patient required increased respiratory support and a bedside echo. When the tubing was replaced the patient's respiratory status improved.